Event description:
It was reported by service report that it was alleged that the foot end jack could not be pumped up; however, stryker technician could not duplicate the alleged event. No pt involvement or adverse consequences are reported.